Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: at 8:00 am on december 12, 2023, during daily clinical work, it was found that the flow rate of the ventilator could not be calibrated and could not be used normally when it was turned on. Immediate repair was reported. No patient involvement.

Event description:
The following was reported to hamilton medical ag: at 8:00 am on (B)(6) 2023, during daily clinical work, it was found that the flow rate of the ventilator could not be calibrated and could not be used normally when it was turned on. Immediate repair was reported. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown. Updated fields: b4, d1, d4, g6, h2, h11.